Event description:
Kimberly-clark received a report stating, ¿the pilot line got disconnected from et tube while connected to patient. They intubated the patient at 9am and at 12 noon disconnected when repositioning, and discovered the pilot line not attached. The patient was extubated then put on a bypass for 24 hours, then re-intubated with a different vendor et tube. There was no patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.